Event description:
Additional information received. Patient reported weight was unknown at the time of event. Patient reported they were probably 250 or heavier. Device remains implanted and patient is still using ins. Patient reported they believe ins was implanted in a way that utilized a "knot" but can feel the knot coming out because they can feel it bulging under the skin. Patient reported no steps take to resolve yet. Patient has bad headaches and a pinched nerve which they want to do an MRI but system is only head eligible so dr plans to remove whole system and implant a new stimulator that is full body MRI eligible.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: 2008-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 39565-30, serial/lot #: (B)(4), ubd: 30-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was going into see his hcp in (B)(6) 2021 to probably have the wiring (leads) taken out because he was having a problem. Patient said he needs an MRI compatible system because currently he needs an MRI that he can't get because of his device. Patient said 2-4 months ago he started noticing that the leads started coming out and had formed a knot on his back. The patient was redirected to their hcp.